Manufacturer narrative:
Currently, is it unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2004 - the patient was implanted with multiple mesh during a cystocele repair with non-bard vicryl mesh, pubovaginal sling with marlex mesh repair. The attorney's report alleges injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.